Event description:
The device was placed on 7/24/96 in a cva (cerebral accident victim) pt who was also on a ventilator. On 7/27/96, the pt was taken to surgery to remove the feeding tube. The internal bolster had embedded into the abdominal wall. The pt experienced internal bleeding and developed peritonitis. Another tube was not placed and the pt is stable. No further details are available regarding the circumstances surrounding this event.